Event description:
A cartridge change error was reported with the pump, but there was no adverse impact to the customer's blood glucose level. Initially, the customer could not fully insert the cartridge, and troubleshooting was paused until the customer's son could assist. Upon calling back, technical support guided them through inspecting and cleaning the pump's pneumatic tap area, where an o-ring was found and removed. The customer then successfully loaded the cartridge and completed the process, resolving the issue without the need for further action.